Event description:
Home pt reports leak from cassette of homechoice set noted when fluid was seen under door of machine in fill 2/5. Home pt discontinued treatment and could not detect exact source of leak. Per health care professional, there was no pt injury and no med intervention required.